Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application kept frozen. A technical support specialist (tss) found no errors but identified incorrect cr webservice url in the registry, corrected the url, ran master upgrade, installed lmi, and rebooted the system. Verified functionality with the user by performing a cubie fill test with no issues observed. Informed the user to report if the issue recurs for further troubleshooting, as no root cause for the freezing issue was identified at this time. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the application was intermittently freezing. The customer noted that the cr station experienced frequent freezes following a recent setup. Freezing was observed during cubie fill operations and other workflows, impacting usability of the station. There were no delay or adverse events or injuries reported based on this event.